Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore-tex® soft tissue patch instructions for use include the following complications among others: ¿complications which may occur include, but are not limited to: infection, seroma formation, adhesions, hematomas, inflammation, fistula formation and recurrence.¿ the instructions for use state: ¿any postoperative infection should be aggressively treated at the earliest possible time. An unresolved infection may require removal of the material. Staged repairs should be considered when the soft tissue patch will be subjected to gross contamination.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
D2: added common device name. D4: added serial #, catalog #, expiration date, UDI #. G5: updated combo product field, added PMA/510k #. H4: added device manufacture date. H6: updated method code 1 and results code 1. B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: (B)(6) 2003 ¿ (B)(6) 2003 : (B)(6) healthcare. Hospital admission. (B)(6) 2003 : (B)(6) md. Operative report. Preoperative and postoperative diagnosis: left flank pain. Left ureteral stone. Left hydronephrosis. Procedure: cystoscopy. Left retrograde pyelogram. Left ureteroscopy with stone extraction. Indications: ¿this is a 39-year-old female who has been in and out of the ER several times over the last few weeks with left flank pain. A CT scan was recently performed revealing mild left hydronephrosis, some small calcifications in the left kidney, and a 7-mm left ureteral stone. She has been managed with pain medications and has had two trips to the ER because of her persistent pain and failure of the stone to pass. She would like to have this stone removed. She weighs approximately 420 pounds, which excludes her for being a candidate for eswl, and after lengthy discussion regarding all treatment options, risks, and benefits, she would like to avoid placement of a stent and passage of the stone as she would like to have the stone removed as soon as possible. She understands and wishes to proceed.¿ procedure: the patient was identified in the holding area and taken to the operating room where she was given a general anesthetic by anesthesia service. She was then positioned in the dorsal lithotomy position, then prepped and draped in the normal sterile fashion. A 21-french rigid cystoscope was inserted into the bladder. This was drained of its fluid contents. Full cystoscopy revealed the ureteral orifices to be normal in size, shape, and position. Surveillance of the bladder wall revealed no evidence of suspicious erythema, papillary growths, bladder calculi, diverticula, or other abnormalities. At this point, a 6-french open-end catheter was placed through the scope and into the left ureteral orifice. A gentle retrograde pyelogram was performed. The distal and mid-ureter were normal. The proximal ureter revealed a stone with some mild hydronephrosis proximal to this. At this point a 0.035 floppy-tip guidewire was passed through the catheter and into the ureter and was manipulated up to the left kidney. I then passed a 6/18-french ureteral balloon dilating catheter over the guidewire. The ureteral orifice was dilated for approximately five minutes. This catheter was then removed. The bladder was drained and the cystoscope was removed. The 6-french semi-rigid ureteroscope was then passed into the bladder. Ureteroscopy was performed by following the guidewire up to the level of the stone. Once the stone was visualized, a 3-french, 4-wire stone basket was passed through the ureteroscope. The stone was manipulated into this basket and it was extracted. It appeared to be free of the ureteral wall, but coming over the iliac vessels, there was some hangup of the stone. I continued to try and manipulate the stone through this region. It appeared to come down okay, but there was some resistance. I was watching under fluoroscopy as well as under direct vision, but the ureter seemed to tear in the distal portion as the stone was extracted. Once the stone was completely extracted, I inserted the cystoscope. The guidewire appeared to be in place and fluoroscopy, because of her thickness, was quite light and I initially thought my guidewire was still up in the kidney, but upon closer inspection, it appeared to hold distal to this trauma area. I then tried to pass the guidewire, but it appeared to coil in the retroperitoneum, so the cystoscope was removed. I re-inserted the ureteroscope up to this level and I could see some retroperitoneum fat through the ureter. I tried to manipulate another guidewire through this area, but this was unsuccessful. After failing to get a guidewire to go beyond this area, I felt that it was best that this case be terminated and that a nephrostomy tube be placed to drain the kidney and then this injury can be dealt with from above or with an open procedure if necessary at a later date. So at this point, the guidewires were removed, the bladder was drained with a 16-french foley catheter, and a call was made to interventional radiology. Patient was kept asleep. Patient tolerated the procedure well. There was a left ureteral tear as a complication of this case. Specimens: stone extracted from the left ureter. Drain: 16-french foley catheter. All counts were reported as correct. The patient will be moved to a open room, where she will be positioned for a left nephrostomy tube by interventional radiology.¿ (B)(6) 2003 : (B)(6) md. Operative report. History: ¿patient with distal ureteral injury. Percutaneous nephrostomy requested to decompress the kidney.¿ ultrasound and fluoroscopic attempted left side percutaneous nephrostomy. Procedure: ¿the patient was prepped and draped in the usual sterile manner while placed in a right lateral decubitus position in the operating room. The patient was already fully anesthetized prior to the procedure. With ultrasound using a low frequency transducer, I was able to define the kidney, however, because of the position of the patient and extremely large body habitus I was unable to accurately direct a needle into a calix. The patient was then given 75 cc of high concentration iodinated contrast intravenously. With a c-arm I was unable to accurately define the outlines of the kidney or the intrarenal collecting system. Therefore, the procedure was abandoned.¿ (B)(6) 2003 : (B)(6) md. Operative report. Preoperative and postoperative diagnosis: left ureteral injury. Left renal obstruction. 1. Exploratory laparotomy. 2. Left ureteral reimplant. 3. Boari bladder flap creation. 4. Placement of left ureteral stent. Indications: ¿this is a 39-year-old female with a history of nephrolithiasis. She was recently admitted for a left obstructing ureteral stone. She underwent a left ureteroscopy with stone extraction but during that case her left ureter tore. I was unable to place a left ureteral stent and we were unable to place a left nephrostomy tube due to the patient's obesity. Because of this ureteral injury it was felt that she should undergo an exploratory laparotomy with either a primary ureteroureteral anastomosis or a left ureteral reimplant. She understands and wishes to proceed.¿ procedure: ¿the patient was identified in the holding area and taken to the operating room where she was placed in the supine position on the operative table. A general anesthetic was administered by the anesthesia service. She was then prepped and draped in the normal sterile fashion. A midline incision was made from just above the umbilicus to the pubic symphysis. This was deepened using electrocautery down to the anterior rectus fascia. This was then incised sharply. The peritoneal cavity was opened. The bowel was inspected and appeared healthy. This was then packed out of the way and a bookwalter self retaining retractor was placed into the wound. A foley catheter was in the bladder prior to the procedure. This catheter was clamped so the bladder would fill. We then mobilized the pelvic contents to expose the left pelvic sidewall with a significant amount of difficulty mobilizing things. We were able to open the retroperitoneum on the left side and expose the left ureter. The ureter was damaged just distal to the iliac vessels. It did appear to be a partial thickness injury but there was some devitalized tissue on the distal aspect which was approximately 3 cm above the junction where the ureter and bladder meet. Because of this devitalized tissue, it was felt that this should be excised. We did this and then felt that the injury was so far distal that a primary anastomosis should not be performed and that we should instead perform a ureteral reimplantation. In order to perform this without undue tension on the proximal ureter, it was felt that a boari flap should be created to allow a tension free anastomosis. We then opened the bladder which had been filled because of the clamped catheter. Stay sutures were placed and a rectangular flap was then created using electrocautery. This was placed down on the psoas muscle and was secured using a 2-0 vicryl stitch in two separate spots to secure this in place on the left posterolateral wall. The ureter was then trimmed to have healthy tissue and spatulated using potts scissors. A #5 french feeding tube was passed up the ureter to ensure that it was healthy and when this catheter went up to the kidney it did drain clear urine. It did not however appear to be significantly hydronephrotic. After the ureter was spatulated, a small opening in the boari flap was made. The ureter was brought through this opening and then sewn to this flap region using interrupted 3-0 vicryl suture. I then secured the ureter to the back side of the boari flap using 3-0 vicryl suture. I passed a 0.035 floppy tipped guide wire up the ureter. I then advanced a 6 x 26 double j stent over the guide wire. The proximal portion was positioned in what felt like the renal pelvis. There was a significant return of urine but I felt like it was in the right position. The distal portion was placed down in the dependent portion of the bladder. I then closed the boari flap over the anastomosis in a tubular configuration using a two layer 2-0 vicryl running stitch. The remainder of the bladder was inspected and appeared to be normal and this bladder was closed using a 2-0 vicryl stitch. Three layers were placed over that to secure water tight seal. The foley catheter was unclamped and was then draining urine adequately. We then placed a 2 x 10 piece of stratasis around the anastomosis and boari flap region. This was secured using interrupted 3-0 vicryl and this was placed to allow another coverage layer over our fresh anastomosis. I then removed the retractors and irrigated the wound. Everything appeared to be in good position. There was no bleeding or other abnormalities. The omentum was placed over the intestine and the fascia then closed using a looped # 1 pds suture. The subcutaneous tissue was very abundant so I felt that this should not be closed primarily. I then placed #1 nylon sutures through the skin and subcutaneous tissue using bolsters. I left these loose and packed the wound using moist lap packs soaked in saline. Abd dressings and an abdominal binder were then applied to complete the dressing. The patient tolerated the procedure well. There were no complications. Estimated blood loss 650 cc. Fluid replacement 4 liters of crystalloid. Drains - 6 x 26 double j stent in the left ureter and #16 french foley catheter in the bladder and ng tube. Specimens-none. All counts were reported as correct. The patient was awakened in the operating room and transferred the recovery room in stable condition.¿ (B)(6) 2003 : (B)(6) healthcare. (B)(6) md. Operative report. Preoperative and postoperative diagnosis: continuing wound necrosis. Procedure: debridement of wound necrosis. Indications for procedure: ¿this patient is status post multiple debridement, following abscess formation, following intra-abdominal procedure. She returns at this time for further debridement. She is on back therapy, and the majority of her wound is improving nicely. The procedure, risks, alternatives, and benefits of surgery including infection, bleeding, anesthesia, hypertrophic or keloid scar formation, alternatives of management, possible need for additional surgery in the future has been discussed and informed consent is obtained.¿ procedure: ¿the patient was placed on the operating table, under general anesthesia, with oral tracheal tube, and then properly draped in the usual fashion for abdominal surgery with betadine scrub, after removing the v ac dressing. The wound is debrided with a combination of sharp debridement to bleeding tissue, followed by electrocautery. As previously noted, the fat remains relatively ischemic, consistent with the patient's morbid obesity. The previously noted wound of the upper portion, which extends below the fascia, is now at a depth of 6 cm and is gradually closing over the penrose drain, which has been changed today. After completion of debridement, it is dressed with saline saturated sloughs, and abds, and she will resume back therapy today.¿ (B)(6) 2003 : (B)(6) healthcare. (B)(6) md. Pathology. Specimen: abdominal ¿ wound debridement. Gross description: ¿specimen labeled "debridement tissue of abdominal wall" consists of an irregular adipose tissue and fibroconnective tissue measuring 5 x 4 x 1.5cm. It shows area of degeneration and inflammatory change. Representative sections are made.¿ microscopic description: ¿section reveals adipose tissue and thin portion of fibroconnective tissue. There is degeneration, necrosis and acute inflammation with acute inflammatory cell infiltration. Also there is area of dense acute inflammatory cell aggregate consistent with abscess. There is no evidence of cellular atypia.¿ post-operative diagnosis: ¿abscess cellulitis mrsa.¿ (B)(6) 2003 : (B)(6) healthcare. (B)(6) md. Operative report. Preoperative and postoperative diagnosis: retained left ureteral stent. Procedure: cystoscopy with extraction of the left ureteral stent. Indications: ¿this is a 39-year-old female who underwent a left ureteral re-implantation approximately 3 months ago. She had a ureteral stent placed at the time to enhance the drainage and healing of that procedure. She now returns to have the stent removed.¿ (B)(6) 2003 ¿ (B)(6) 2003 : (B)(6) healthcare. Hospital admission. (B)(6) 2003 : (B)(6) , md. Operative report. Preoperative and postoperative diagnosis: status post abscess of defective abdomen. Procedure: split-thickness skin graft of abdominal defect, secondary to vasculitis, 10 x 19 cm (190 cm2). Indication for procedure: this patient is status post intraabdominal exploration for management of an injury to the ureter with subsequent intraabdominal abscess formation. She has been packed open, secondary to injury. The ureter was subsequent to intraoperative exploration with postoperative partial wound necrosis plus skin necrosis secondary to vasculitis. She will undergo debridement and skin grafting today. She is growing multiple organisms. Her most recent culture in our office demonstrated the following organisms and their order of frequency: organism #1 - enterobacter, organism #2 - porteus mirabilis which were of many. There were a few klebsiella pneumoniae and a moderate amount of enterococcus species and a few methicillin-resistant staphylococcus aureus. This was a culture taken on (B)(6) 2003. Sensitivities of these sites show that the patient should to respond to a combination of levaquin and vancomycin. We will ask dr. James to see the patient postoperatively to assist with monitoring renal function in view of her prior history of vasculitis with nephritis as well as nephrolithiasis. The procedure's risks, alternatives, and benefits of skin grafting including infection, bleeding, anesthesia, hypertrophy, or keloid scar formation, partial or complete graft loss, and possible vasculitis episode within the donor site and recipient sites for a larger defect being created has been discussed. The patient's questions were answered and other morbidities associated with the procedure have been discussed and informed consent was obtained.¿ procedure: ¿the patient was placed on the operating table and placed under general anesthesia with an orotracheal tube. She was then prepped and draped in the usual fashion for surgery with a 10-minute betadine scrub and sterilely draped. The lesion that is part of the defect is debrided and measures approximately 19 x 10 cm immediately adjacent to the defect. A split-thickness skin graft is harvested at 16-thousandths of an inch using a dermatome. The actual thickness of the graft is more likely 13-thousandths of an inch clinically. It does tear in the center, and this is employed as well. The skin graft is immediately meshed 1-1.5, applied to the defect, and secured with metallic staples after placing a tie-over spent dressing consisting of adaptic, sponges, and abd's. The donor site is dressed with small pieces of skin grafts as this makes it facilitate healing. The foley catheter was expanded followed by coverage with owens gauze and adaptic over which is placed sponges and abd's. Two separate tie-over spent dressings are created with 2-0 silk and staples. The skin graft is secured first followed by securing of the donor site. This will avoid the use of tape which is an issue for the patient who has significant tape allergies with vasculitis-induced necrosis. After completion of the dressing, the patient is awaked and returned to the recovery room in satisfactory condition without complication. There were are [sic] no complications. Sponge and needle counts were correct x 2. Estimated blood less is less than 15 ml. No drains were placed. Biopsy none. Debridement discarded.¿ plan: admit the patient for initial pain management. Provided she is stable, she will be discharged home early in the day on vancomycin and levaquin. I anticipate the patient requiring a minimum of 14 days of IV therapy.¿ see attachment for continued h10/11 narrative section.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore-tex® soft tissue patch instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore-tex® soft tissue patch instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product identification records for the alleged gore device were not provided. Therefore, a review of the manufacturing records could not be performed. It should be noted that the gore-tex® soft tissue patch instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore-tex® soft tissue patch instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2004 whereby a gore-tex® soft tissue patch was implanted. The complaint alleges that on (B)(6) 2005, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: removal of infected mesh, drainage of infected abdominal wound, placement of wound vac. Additional event specific information was not provided.